Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's parents contacted med-el dubai stating the patient was no longer able to hear. The patient and her mother visited med-el dubai's office in 2007, and it was confirmed that the device has appeared to have failed. The patient will attend her audiologist one or two days later, for further testing.